Manufacturer narrative:
(B)(4).

Event description:
It was reported that ventricular oversensing caused by p-wave sensing was observed. The patient was asymptomatic. The device was explanted and replaced.